Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. Evaluation summary a female patient reported that the injection button on her humapen ergo ii device was broken and could not be pressed. She experienced ketoacidosis. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The patient had used the device for 10 years. The user manual states the humapen ergo ii has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond its approved use life. It is unknown if this is relevant to the complaint of ketoacidosis.

Event description:
(B)(4) this spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerns a chinese female patient of unknown age. Medical history and family drug reaction were not provided. The patient had no concomitant medication. The patient received human insulin isophane suspension 70%/ human insulin 30% (humulin 70/30) via humapen ergo ii device, unknown dose for treatment of diabetes mellitus beginning in 2008. On (B)(6) 2015, the patient did not administer human insulin isophane suspension 70%/ human insulin 30% because the button of the ergo ii device was broken and could not be pressed (product (B)(4)/lot unknown). Improper use was indicated as the patient had used the same device for 10 years. On (B)(6) 2015, the patient was hospitalized due to ketoacidosis. No laboratory results, treatment measures or further details regarding the event or hospitalization were provided. The patient was discharged on (B)(6) 2015. The outcome of the events was unknown. Human insulin isophane suspension 70%/ human insulin 30% was continued. The patient was the user of the humapen ergo ii device, training status was unknown. The device had been in use for 10 years and replacement was requested. The use status was unknown. The device was not returned. The consumer reporter did not provide an opinion of relatedness. Update 13feb2015: additional information was received on 13feb2015 from the affiliate indicating that it was not possible to obtain additional information after several valid attempts. Case lost to follow-up. Update 02apr2015: on (B)(6) 2015 pc 3272923 was provided. Pc 3272923 previously processed into the case. Added pc reference into narrative. Edit 12nov2015: upon internal review, it was determined that the serious event of ketoacidosis was associated with the suspect humapen ergo ii device; therefore, updated device causality for the event of ketoacidosis from not associated to device nhcp, and improper use/storage field from no to yes. Completed the EU/ca fields for the suspect humapen ergo ii device and updated the narrative regarding device improper use. No other updates were made to this case. Update 13jan2016: additional information received on 13jan2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.